Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed noise causing oversensing and pacing inhibition. Similar symptoms were revealed with the previous device. An internal technical service consultant was contacted regarding whether there could be a lead issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was subsequently received that the noise and oversensing continued. This resulted in greater than two seconds of asystole. The noise is now also present on the right atrial (ra) lead. Variations in impedance measurements on the ra and right ventricular (rv) leads were noted; however, they remain within the normal range. Additionally, there were low amplitude measurements on the rv lead. The device was explanted, but no information was received regarding the leads. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. A review of the information by technical services confirmed noise causing oversensing and recommended further lead interrogation.

Manufacturer narrative:
- -